Event description:
On (B)(6) 2012, the patient contacted animas and stated that a few weeks ago, the keypad button required hard presses in order to elicit a response. The patient reportedly wore the pump on the outside of clothing and cleaned the pump with water and cotton balls. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or tearing was observed. During testing all keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all keypad contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.